Manufacturer narrative:
The user facility stated that the stirrup was not fully seated into the clamp and that the clamp was positioned too close to the end of the table. When the foot end of the table was moved, the stirrup came out of the clamp. The user facility could not confirm the model of the table subject of the reported event. The user facility is in the process of scheduling in-service training.

Event description:
The user facility reported that during set-up for a patient procedure the stirrup came out of the clamp. The employee was able to catch the stirrup and in the process hit his arm on the table. The employee continued to work and no medical treatment was sought. The patient present on the table during the set-up was not impacted.